Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred ten minutes after initiation of the patient¿s hd treatment. The blood leak was internal and was visually observed within the fibers of the dialyzer. The cm confirmed no external leak was observed. Blood leak test strips were used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was discarded and was no longer available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred ten minutes after initiation of the patient¿s hd treatment. The blood leak was internal and was visually observed within the fibers of the dialyzer. The cm confirmed no external leak was observed. Blood leak test strips were used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was discarded and was no longer available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. During the lot history review it was noted that one of the six identified lots one had a reported complaint. Lot 22eu07003 had one complaint that was not associated with the current event. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: b3, d10 concomitant products therapy date.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred ten minutes after initiation of the patient¿s hd treatment. The blood leak was internal and was visually observed within the fibers of the dialyzer. The cm confirmed no external leak was observed. Blood leak test strips were used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was discarded and was no longer available to be returned for physical evaluation.